Manufacturer narrative:
The device passed the rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The device functioned properly during testing. The device was received with cracked case battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin flow block alarm. The customer¿s blood glucose level was 427 mg/dl. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.